Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, unknown concentration at unknown dose and baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient was having issues with her new pump. Since the new pump was put in, the patient "still had staples in her stomach". Consumer said that "we think that the pump is pumping too much, like its giving me too much medicine and she feels terrible". Patient said "I feel like im getting too much medicine from the pump and I have been sick to my stomach and it gives me the tingles like im just getting too much medicine and im miserable". Patient said that this issue had been happening since shortly after the new pump was put in "like over this past weekend". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer via the manufacturer representative (rep). It was reported that the patient had a healthcare professional (hcp) appointment tomorrow at 11:15 or 11:30. The patient was getting her staples taken out. The consumer wanted the pump checked by the representative because she said the pump might be pumping too fast or too much. The rep called the patient. The patient just had surgery and her husband was trying to avoid taking her back to the place of surgery to have her staples removed (they lived about an hour away from the hcp). The rep couldn't go to the office to turn down a pump when the hcp wasn't familiar with any of this and was just trying make things more convenient for the patient. Patient was coming into the office tomorrow, patient's husband was very upset- said he would sue the manufacturer and they were lazy, etc. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.